Event description:
Target was notified that during the treatment of a vasospasm of the middle cerebral artery (mca), the endeaver ndsb detached during the inflation and migrated in the rolandic mca left branch of the patient. Additional information had been requested.